Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the enclosure was cracked near the drain tube causing a leak. In addition, the water tank cover also was cracked causing a leak. The front cover was stained and marked, line cord was worn, and the pole clamp handle was broken. The investigator subsequently filled the tank with water, plugged in the line cord, attached a temperature check, and turned on the power switch. The customer reported product problem (leak from the reservoir) was confirmed during testing. The product problem occurred because of the cracked enclosure near the drain tube, and the cracked water tank cover. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. User issue was identified as the problem source of the reported product problem. This was identified as the root cause. The aforementioned components were all replaced preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
Information was received indicating that the reservoir chamber on a smiths medical level 1® hotline® blood and fluid warmer was leaking. It was reported that this occurred during preventative maintenance. There were no reported adverse effects.